Event description:
A company service engineer was onsite to perform service on the laser system and the surgeon reported that he had experienced unintended downward movement of the gantry while patients were being positioned pre- and post- docking. This downward movement occurred with three patients, however, there was no patient injury. The surgeries were all completed with no complications or problems. Whenever the surgeon noticed the unintended movement, he would adjust the joystick in the opposite direction and the gantry would function properly.

Manufacturer narrative:
The company service engineer was able to reproduce the z gantry downward unintentional movement. The engineer cleaned the z gantry motor brakes and the gantry functioned properly. The device history records were reviewed and there were no unusual findings related to the reported incident. (B)(4).